Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted likely false positive detection. This pacemaker remains in service. No adverse patient effects were reported.